Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a syncopal episode. The physician suspected ventricular tachycardia (vt) therapies were inappropriately withheld due to atrial fibrillation (af) criteria being met by one of the implantable cardioverter defibrillator (ICD) discriminators. Reprogramming of the discriminator was completed and the device remains in use. No further patient complications have been reported as a result of this event.